Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, a test was performed on the right atrial lead and it was noted that the right atrial lead exhibited a noisy baseline with small p waves as well as high impedance. The lead was explanted and replaced. The patient was in stable condition.